Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported that the patient had acute exacerbation of congestive heart failure on (B)(6) 2021. He was diuresed with intravenous bumex 4 milligrams x 2. Patient status was ongoing.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(4), and the reported congestive heart failure exacerbation could not be conclusively determined through this evaluation. A direct cause for the reported event also could not be determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on hm3 lvas, serial number (B)(4). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. In section 1 ¿introduction,¿ this IFU lists the adverse events that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for mlp-002955 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was discharged to home on (B)(6) 2021 after symptomatic relief. The event resolved without sequelae.